Event description:
During cardiac catheterization procedure, biopsy forceps failed to open when lever was pulled. Final cause of death not known at this time, though physician received verbal report that right ventricle was perforated. Physician felt that problem experienced with product not opening was unrelated to adverse event outcome. Biomedical engineering received occurrence report 7/19/00.